Event description:
The patient was enrolled in the heal-laa study on 03-nov-2023 with patient identifier (B)(6). It was reported that a small pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2023 with successful placement of a 24mm watchman flx pro device with a complete laa seal and deployed device diameter of 17 mm. On the same day, the patient was discharged with aspirin and clopidogrel. On (B)(6) 2023, during the routine forty-five (45) day follow-up, transesophageal echocardiography (tee) imaging was completed and revealed a small posterior pericardial effusion with no evidence of tamponade physiology. At time of event, the patient was on aspirin and clopidogrel. No intervention or treatment was required. There were no patient complications reported.